Event description:
The patient was seriously ill and nutritionally deficient, suffering from anasarca and sarcopenia. An ng feeding tube was placed and enteral feeding was ordered. Jevity nutritional feeding administered by kangaroo peristaltic roller pump was ordered. The pump was set to deliver 80ml/hr. Of the product. After about 5 hours had lapsed, the pump indicated 460 ml had been fed. Examination of the jevity bottle revealed only 100 ml was absent from the container. The rigid plastic jevity bottle was indented on its side walls, indicative of a vacuum within the bottle. Close personal observation revealed the jevity solution to advance in the line with compression of the tubing by the advancing rollers. Once the compression was released, the fluid snapped back within the line. When the problem was pointed out to the nurse, she stated that this happens all the time and that the jevity bottle just needed to be "burped" by unscrewing the lid of the container (releasing the vacuum). When I asked "how much do you report that the patient has received?", she stated that dietary told her to just report what the pump indicated and to ignore the remaining volume in the jevity bottle. The design problem is that the weight of the solution of a full bottle interferes with the function of the diaphragm like vent on the inverted jevity bottle. Once the ability of the rigid plastic bottle is no longer able to deform from displacement of the liquid delivered, a vacuum develops within the bottle and the roller pump is unable to effectively deliver any more solution. The roller pump records the volume delivered by the number of rotations the rollers make, which is inaccurate once there is a back line vacuum. This can only be resolved by "burping" the bottle which breaks the sterility of the solution. The pt does not receive the prescribed nutritional support as ordered by the physician. Because the feeding tube is in a hollow viscus, no catastrophic events can occur. Nevertheless, it appears to be a common problem when rigid containers are used to deliver solutions by roller pumps. Possibly because no serious catastrophic events have occurred, this problem apparently has never been reported to the FDA. Instead the physician is led to believe that the pt is being adequately supported but instead is being deprived. Reason for use: malnutrition. Event not abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.